Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. There were false atrial tachy response (atr) episodes as a result. Technical services (ts) recommended reprogramming options. The device remains in use. No adverse patient effects were reported.